Event description:
Reporter's parent did back to back blood glucose testing, within minutes, using separate finger sticks. Parent's results were 41 and 122 mg/dl. Parent did not have any symptoms. Control solution testing was not done due to lack of supplies. On follow-up, the reporter accurately described technique of application of blood. No harm was alleged.